Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6). With the available information, boston scientific concludes: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: the carotid wallstent monorail device was returned for evaluation. A visual and tactile examination found no kinks to the sheath of the device. The device was returned with the stent fully constrained and mounted in the correct location on the delivery system. The distal stent wires were noted to be damaged and had penetrated through the outer sheath of the delivery system. The stent could not be deployed due to the stent wires penetrating the outer sheath. No other issues were noted with the stent. No other issues were identified during the product analysis. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review was completed and confirmed that the event of stent - partially deployed was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as adverse event related to procedure based on there being no reported device interaction/damage or issue until the first attempt to deploy the stent was made at the lesion site. This would suggest that procedural actors such as patient anatomy/ lesion characteristics most probably contributed to the event. It is most probable that the distal stent wires were damaged during the first attempt to deploy. The damaged stent was then re-sheathed withdrawing the damaged stent back into the delivery system. As the user attempted to deploy the stent for a second time it would have encountered a restriction due to the damaged distal stent wires within the in the outer sheath causing them to penetrate through it. The user would not be able to deploy the stent with the stent wires penetrating the outer sheath, which was confirmed during analysis.

Event description:
Reportable based on device analysis completed on 18feb2026. It was reported that stent partial deployment occurred. The target lesions were bilateral internal carotid artery dissections. A 6.0-22 carotid wallstent self-expanding stent was selected for use to treat the first dissection. The stent released halfway to marking point then was retracted in the delivery system. The device was removed from the patient. Another non-boston scientific stent was released successfully. The initial stent was redelivered to the lesion site but could not open. The device was removed from the patient and then re-opened reaching the lesion site successfully. A 7x40 stent was opened and successfully released, connecting to the previous stent. The procedure was completed. There were no patient complications as a result of this event and the patient status was stable post procedure. However, device analysis revealed distal stent wires damaged.